Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Review of the event log identified the increased intraperitoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed and found no issues. The device passed returned instrument testing evaluation electrical and functional testing. A check of the pneumatic system found it to be working to specifications. A short simulated therapy was performed successfully on the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be a false empty detect and use error, further specified as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient¿s largest prescribed fill volume was 2200ml and their drain volume was 4000ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.